Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Possible lots: a manufacturing record evaluation was performed for the finished device batch tcbedl, sxpp1b42013 and no non-conformances were identified. Mfg. Date - 3/17/2023 exp. Date - 2/28/2025 a manufacturing record evaluation was performed for the finished device batch tabcbs, sxpp1b42013 and no non-conformances were identified. Mfg. Date - 1/18/2023 exp. Date - 12/31/2024 a manufacturing record evaluation was performed for the finished device batch tcbdrx, sxpp1b42013 and no non-conformances were identified. Mfg. Date - 3/16/2023 exp. Date - 2/28/2025

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Possible lots: lots : tcbedl. Tabcbs. Tcbdrx. Additional information was requested, and the following was obtained via: new information received from the customer : no consequences for the patient but a lot of stress for the teams lots : tcbedl. Tabcbs. Tcbdrx. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please kindly confirm which one of these lots provided were involved in the procedure? Tcbedl. Tabcbs. Tcbdrx. Events reported via:2210968-2023-09829.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and barbed suture was used. During the procedure, out of 7 sutures used, 2 needles pulled off. The customer could not identify the impacted lot number(s) because during the intervention, there was a mix of 3 lots. No adverse patient consequences were reported. Additional information was requested.